Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6), 2021, a amplatzer 9-asd-018 (lot 6094279) was intended to be implanted in an asd. During the implantation, the device enfolded in a ¿cobra¿ -like deformation and was exchanged for another 9-asd-018 (lot 7518866) that was successfully implanted.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On 17 february, 2021, a amplatzer 9-asd-018 (lot 6094279) was chosen for atrial septal defect procedure. During the implantation, while inside the patient, the device enfolded in a ¿cobra¿ -like deformation and was exchanged for another 9-asd-018 (lot 7518866) that was successfully implanted. No consequences to the patient and is reported stable throughout the procedure.